Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
During evaluation of the returned blood glucose monitor, the investigation unit discovered the display was defective. No adverse event was reported.